Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance of greater than 125 ohms. No changes were made and the crt-d remains in service. No adverse patient effects were reported.